Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece (c2602) emitted a vibration alarm and the amplitude fluctuated during use. No patient injury or surgical delay has been reported.

Manufacturer narrative:
C2602 excel 36khz straight handpiece each1 was returned for evaluation.: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The device was faulty - no amplitude, no stroke, transducer faulty. The transducer, housing and o-ring's were all replaced. Root cause analysis: reported issue that handpiece failed was confirmed. The root cause was confirmed as transducer delamination.

Event description:
N/a.